Event description:
Pt says diskus made a funny clicking sound when advancing the dose. He did not think it was delivering the dose correctly. Design counter on "49" (11 had been used). Pharmacy replaced the unit with a new one and requests a new one from glaxo wellcome.